Manufacturer narrative:
Device investigation: there is a kink in the stiffer proximal section of the catheter 60.5 cm distal of the hub/shaft joint. There is also a flat spot 18.0 cm from the distal tip. A 0.032" mandrel was introduced into the hub end of the catheter and advanced passed the kink at the 60.5 cm. A slight catch was noticed as the mandrel tip passed this point but no additional friction was noted. When the most distal flat spot was encountered the tip passed but significant friction was noted. The catheter is functional but structurally compromised. Conclusion: there was little information provided about the complaint. Given the lack of detail the root cause of this complaint cannot be determined.

Event description:
The hospital thinks a penumbra system reperfusion catheter may have kinked or ovalized. The penumbra representative that received the complaint and the returned product said that the device was kinked both proximally and distally and that it looks like the rhv may have been over tightened. It is unclear if the catheter was ever in the patient.